Manufacturer narrative:
D10: 132-36-54 nv gxl lnr, lipped, 36mm ID: (B)(6), 170-36-03 - biolox delta femoral head 36mm od, +3.5mm: (B)(6), 180-65-30 - alteon 6.5mm screw, 30mm: (B)(6), 188-01-11 - wedge plasma x/o sz 11: (B)(6). Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial total hip replacement on the right side. Subsequently, the patient experienced pain, stiffness and osteolysis. As a result, approximately eight years and seven months post-surgery, the patient underwent a revision. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available at this time. This is report 1 of 2 for this event/patient.